Event description:
It was reported that the device gave an error code 41540 which occurred during testing.

Manufacturer narrative:
Device evaluation: one device was received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint was not confirmed. During visual inspection it was found that the latch lock flex sensor was inoperable. The latch lock sensor was replaced. Additionally, removed and replaced downstream occlusion seal per procedure.